Event description:
Resorbable screws were implanted (endobrow lift) in (B) (6) 2008. Approximately 2 weeks after surgery, pt noticed brows were down where they were prior to surgery. Revision surgery was done in (B) (6) (exact date not known) where it was discovered a screw over each eye had fractured. The dr left the threaded portion of the screws (resorbable) in the pt, as they were flush with the skull and there was no way to remove them. The dr made new holes, implanted new screws, an the pt had not had any additional issues.

Manufacturer narrative:
No other complaints of this nature have been rec'd. Product was left in pt, which will resorb, therefore, unable to evaluate. Current info is insufficient to permit a valid conclusion about the cause of this event. If additional info is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Also see report #1032347-2008-00049 (same procedure, different MFR lot of product).